Event description:
A case of pericardial effusion requiring intervention was reported during a cardiovascular procedure where the nrg transseptal needle was used for the transeptal puncture. During transseptal puncture, a pericardial effusion was noted on transesophageal echocardiogram. Pericardiocentesis was performed and the patient was stabilized. The procedure continued. However, the procedure was later aborted due to complex patient anatomy with patient in stable condition. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
As baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.